Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the infusion set's tubing ripped out at the tubing connector while the patient sat and stood up fast. The site location was patient's right lower back, and the pump was in the right side. The issue occurred with one infusion set used for two out of seven days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing. No further information was available.